Event description:
Sapphire epidural 5 min - 2 hour after initiation of labor epidural error message appears and alarm sounds. "Cassette misplaced reinsert cassette. Verify both flags inside protective door. If problem persists contact technician." Initially physician took cassette out and replaced in same pump. Alarm persisted, pump paused. New cassette and tubing with same pump did not fix problem. New pump obtained. Pump taken out of service.